Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the revision was planned for friday. The implantable neurostimulator (ins) was not replaced during the revision. The ins was flipped and the patient had a pocket revision. After the revision the patient was charging normally with six coupling bars.

Event description:
It was reported that there was a coupling problem. The manufacturer's representative was unable to get any coupling boxes filled in at the post-operative appointment. The patient had not been icing the pocket and had a lot of swelling on the date of report. The patient was at 50% and had been using stim on and off since implant. The patient would ice the area and would meet on (B)(6) of next week to look at it. However, the patient was getting good pain relief with the stim. Later, the patient still could not get a signal on the recharger. They could not seem to get the recharger coupled to the implant. They were getting zero coupling bars and the manufacturer's representative had never observed more than zero since implant. The patient was icing the implant to reduce swelling. Antenna locate was used five times and the highest number obtained was 64. The doctor took an x-ray of the battery and it didn¿t appear to be flipped. However, the doctor wanted to replace the battery in a few weeks. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.